Event description:
It was reported that the patient called in to report that he has noticed a change in the functionality of his artificial urinary sphincter (aus). The patient has had multiple procedures, and the most recent aus was replaced in may 2024. The patient's aus does not completely cycle when he presses the pump and doesn't feel deactivated. The patient wanted to try to reactivate the aus to see if the issue is resolved. The patient is looking to see a specialist and seek help.